Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the forceps elevator of the duodeno videoscope was burned. Based on the results of the investigation, the probable cause is a high-energy treatment device was used without ensuring a sufficient distance. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions evis lucera duodenovideoscope olympus jf-260v operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope chapter 4 operation 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the forceps elevator of the duodeno videoscope was burned. There was no patient involvement.